Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a white noise on the screen. Further information was provided that the screen failed to display the proper user interface to allow usage of the device. There was no reported patient involvement.